Event description:
The user facility reported that the correct insertion of the arteriotomy locator into the sheath with a proper click and the seat of the dilator was checked. Insertion of sheath and dilator via the enclosed wire without any problems. Attachment of the carrier system without any problems. Retracted until the carrier system engaged. There was slow retraction of the entire system. No resistance was felt on the inner wall of the vessel. The system can be pulled out completely without an anchor or collagen being visible. The puncture site was manually depressed. All steps were carried out properly. The patient had no adverse effects. The removed system was cut open distally to check whether the anchor and collagen were still in the system, and they were. Additional information was received on 02may2025: the procedure for the patient prior to the use of the angio-seal device was a percutaneous transluminal coronary angioplasty (ptca). A 6fr procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient was stable and there was no blood loss.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the arteriotomy locator, the hemostasis sheath and the header bag. The device was subjected to visual analysis. The hemostasis sheath and carrier tube were fully mated in rear lock position. The distal tip of the device was cut by the customer, revealing the anchor in the device. No functional testing could be performed based on the condition of the device. The complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be confirmed. The likely cause is there was an obstruction to the device tip, preventing the anchor from deploying. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).